Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported during the beginning of the procedure, the nurse noted that the power PICC small veins catheter of 4 french dl was defective when opening the package. Customer informs that when opening the PICC box they find the extension bent, the packaging and catheter were discarded, they do not have the lot to provide. Another catheter was opened to pass in the patient, the problem was not evidenced by the patient.

Event description:
It was reported during the beginning of the procedure, the nurse noted that the power PICC small veins catheter of 4 french dl was defective when opening the package. Customer informs that when opening the PICC box they find the extension bent, the packaging and catheter were discarded, they do not have the lot to provide. Another catheter was opened to passin the patient, the problem was not evidenced by the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), labeling, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and appears to be manufacturing related. A photo of a 4fr d/l powerpicc sv catheter was provided for evaluation of this complaint. The catheter had the t-lock assembly attached to the luer adaptor and the stylet was inlaid. The sample appeared unused and free of residual material. The catheter shaft was flattened near the middle of the device. The catheter was bent/coiled in this location. This type of damage can occur if the catheter becomes caught in the sealing area during packaging. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.